Manufacturer narrative:
The product was not returned for evaluation due to product being discarded by hospital. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history and risk analysis review was unable to be performed due to limited information. The cause of the event was attributed to natural disease progression. The complaint was not confirmed and root cause could not be determined. Implant date: implanted sometime in 1995. Product discarded by hospital. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial left hemi shoulder arthroplasty on an unknown date in 1995. Subsequently, patient was revised on (B)(6) 2015 to convert to a reverse total shoulder due to natural disease progression. No additional patient consequences were reported. Attempts have been made and no further information has been provided.